Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a smart remote manager refrigerator failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. The field service engineer confirmed that the failure could not be replicated by the pharmacy, and the device was not in a failed state upon arrival. As a precautionary measure, the engineer applied grease to the contacts and will continue to monitor the device for any further issues. No additional problems were identified during the inspection. And the system operated as expected after verification. The system functioned as intended after the field service engineer verified the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.